Event description:
It was reported that the customer received off no power alerts without first receiving low battery alerts. Customer's blood glucose was 167 mg/dl at the time of the report. He stated the battery was not previoiusly used and the insulin pump wasnot dropped or bumped. It was further stated that there were no unattended alarms and the battery cap was not loose, cracked, or damaged. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with normal operating currents, no unexpected off no power or low battery alarm noted and functioned properly. The device had cracked battery tube threads and cracked belt clip slot at battery tube threads area.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.